Manufacturer narrative:
Device evaluated by MFR.: a xxl device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood present in balloon which is indicative of a leak. The balloon was attached to an encore inflation device, subjected to positive pressure and di water was observed to be leaking from a balloon pinhole located approximately 20mm distal from the distal markerband. An examination of the balloon material and the tip region identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 8 atmospheres as per xxl specification. A visual and tactile examination identified no kinks or damage to the shaft. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that balloon rupture occurred. The stenosis was more than 80% located in the mildly tortuous and severely calcified common iliac vein. During the procedure, a 18x90 wallstent self-expanding stent was placed and was post-dilated. A /18-4/5.8/75, xxl esophageal balloon catheter was advanced for dilation just below the proximal end of the stent. A kissing technique was performed bilaterally. However, during first inflation, the balloon would not hold pressure and at 5 atmospheres for a few seconds, the balloon ruptured. When negative pressure was applied, there was blood returned in the indeflator. The device was fully intact upon removal, and no fragments left inside the patient. The procedure was completed with another xxl balloon catheter. No complications were reported.